Event description:
Patient had multiple problems with his intrathecal catheter inserted in 2007 and required multiple revisions. He ended up with meningitis the following month, and the first recalled device was removed. He was on IV antibiotics for 2 months, and another device was implanted two months later. This too is a recalled device. Device not recalled until 2008. He still has the recalled device implanted.